Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load with multiple cartridges. Reportedly, the cartridges were filled with 250 units of insulin. The customer's blood glucose level was 260 mg/dl, and was addressed with a manual injection. At the time of the reported event, the customer did not have an additional cartridge available, and confirmed that manual injections would continue to be used as backup therapy. During a follow-up call on 3/23/2017, the customer confirmed a new cartridge was loaded successfully onto the pump.